Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of moisture ingress was also found in the battery compartment. The pump case was removed, and further corrosion due to moisture was found on the motor flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that moisture was visible in the pump battery compartment when the battery cap was removed. No damaged to the pump casing was reported, and the battery cap allegedly secured properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.